Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant, orange protective sheath and stylet were returned for evaluation. Based on visual and dimensional analysis of the returned components, there is no indication of a product deficiency. It should be noted that the multi-link vision instruction for use instructs: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to use, during removal of the protective yellow sheath the vision stent dislodged from the balloon. The physician was unaware and the delivery system was introduced into the patient's anatomy. During balloon inflation, it was noted that the stent was not on the balloon. The stent was then found inside the yellow sheath. There was no adverse patient effect and no clinically significant delay in procedure. The procedure was completed with a non-abbott stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.